Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a5, b1, b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the hose was difficult to connect to the swivel and the o-ring on the swivel and hose were replaced and resolved the reported issue. -review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation incomplete. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that item is less than a year old and will not hook together with the hose that is in the set. There was no patient involvement. Attempts have been made and no further information has been provided.